Event description:
The customer has informed us, the patient had a venous anastomosis that was 60% stenotic. The physician angioplastied the lesion. The balloon was inflated to 20 atm for one minute. The balloon ruptured and was unable to be removed through the 7 fr sheath. Patient was admitted to hospital for overnight observation and subsequent removal of the device and a declot procedure.

Manufacturer narrative:
Evaluation: neither the complaint device nor lot number was provided to assist us with this investigation. Unfortunately, at this time, we are unable to determine with certainty how this incident may have occurred. The customer stated, "an 18 gauge needle was used to cannulate the access, then a guide wire was placed under fluoroscopy. A pinnacle sheath was used to cannulate the access for venous outflow. The customer informed us that a 6 fr pinnacle sheath was used. An 8x8 angioplasty balloon was used to open a 0.5cm in length lesion, inflated up to 20 atm for one minute. The balloon ruptured and was unable to be removed even through a 7 fr sheath. Pt was admitted for overnight observation. Outpatient surgery scheduled in 2006. In addition, the 8x8 atb balloon was placed 3 in a lesion measuring 1 cm in length and inflated up to 20 atm. It should be noted that the label info recommends a 7fr introducer size sheath be used and that the rated burst pressure is 15 atm. It is unk as to why the customer chose an 8x8 balloon when the noted size of the lesion was 0.5 cm.therefore, this does not appear to be a result of a device malfunction, but rather the customer superseding lable information. We encourage the customer to reference the attached information for use booklet prior to use. We state, "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations." Warnings: "do not exceed rated burst pressure." Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters in fig. 1. (Reference page 4) over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." This product line is inspected to ensure the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied; visually verifying the shaft material is free of bends, kinks and other surface imperfections. The investigation found the complaint device had been manufactured after the implementation of a change request to reinforce the balloon shoulders and added proximal neck overlap and consistent balloon wall thickness. The appropriate personnel have been notified.